Manufacturer narrative:
This report is for unknown cmf plates. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that the plate (unk) was broken when the surgeon bending it with 3d bending pliers during an orif (open reduction internal fixation) surgery on (B)(6) 2019. The surgery was completed by using alternative plate and there was no harm to the patient. It was unknown whether there was a surgical delay or not. No further information is available. Concomitant device reported: unknown bending pliers (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for one (1) unknown cmf plates. This is report 1 of 1 for (B)(4).